Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by customer that the insulin pump alarmed no delivery when she bolus and changed the set. The customer's blood glucose was 585mg/dl. The customer stated the alarm was resolved by a complete set change. Unable to troubleshoot at the time of the call. Advised customer to monitor the insulin pump and set and if she experienced any issues to call back. The customer stated when she removed the set there was a little bit of blood on the tape. Customer declined troubleshooting for blood on site and high glucose.